Event description:
A barostim system was implanted on (B)(6) 2024. While hospitalized, on (B)(6) 2025, for hf symptoms, unrelated to barostim, the patient wanted barostim turned off and the physician for their new health care system placed the order. The patient had complaints of the scars from their barostim procedure, and thought they weren't feeling well with barostim and had worsening heart failure symptoms. The patient's therapy was turned off on the same day. On (B)(6) 2025, the patient's device was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID#: (B)(4).